Event description:
Product analysis of the explanted lead has been completed. During the evaluation of the lead, the remnants of dried bodily fluids were found in the inner and outer silicone tubing in some areas however the point of entries for the fluid ingress were identified to be the cut ends of the lead made during device explant therefore this is not considered a device malfunction. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Additional information received revealed that no x-rays were taken. There were no reports of trauma or manipulation. Only the lead was explanted and replaced. The explanted lead has been returned to the manufacturer for analysis however device evaluation has not been completed at this time.

Event description:
It was reported on (B)(6) 2011 that a patient went in for surgery for end of service generator revision on (B)(6) 2011 and prior to surgery, the device could not be interrogated due to end of service. After the new generator was implanted, systems diagnostics resulted in high lead impedance (the specific test results were not provided). The surgeon repeated the system diagnostic test several times and each time high lead impedance was obtained. The surgeon was not prepared to do a full revision so he closed the patient and will replace the lead at a later time. The lead was explanted and replaced on (B)(6) 2011. (B)(4) attempts to obtain additional information as well as product return for analysis have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.